Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, and the implant should be removed and the osteotomy should be enlarged. The healthcare professional noted that implants failed to osseointegrate, but did not indicate whether primary stability had been achieved during implant placement nor did they specify the value of the abutment torque and the implant placement torque. The following are the details for each case: the pt had high density bone (type I). Lodi implant was placed into a previously or simultaneously grafted site. The lodi implant was placed to replace a previously removed implant. The lodi implant was not immediately loaded. Failure to osseointegrate is a well-documented inherent risk and dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The implant's history record was reviewed and no discrepancies or issues of non-conformance were noted. Implants were manufactured to specifications. No further action is required.